Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that it was hard to maintain 3 atm pressure on the balloon after few seconds of inflation. The nurse had to continually pump the handle to maintain the pressure of the balloon. Reportedly, the device was removed for inspection and a leak was noted in the balloon due to a pinhole at the balloon material. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and looked normal. Functional evaluation was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the balloon material. This failure is likely due to factors encountered during the procedure, such as the lesion characteristics, handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure could have resulted in the failure reported; therefore, it is possible that factors and/or conditions related to procedure during the use of the device could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. Block h11: correction: block h10 (investigation results).

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that it was hard to maintain 3 atm pressure on the balloon after few seconds of inflation. The nurse had to continually pump the handle to maintain the pressure of the balloon. Reportedly, the device was removed for inspection and a leak was noted in the balloon due to a pinhole at the balloon material. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that it was hard to maintain 3 atm pressure on the balloon after few seconds of inflation. The nurse had to continually pump the handle to maintain the pressure of the balloon. Reportedly, the device was removed for inspection and a leak was noted in the balloon due to a pinhole at the balloon material. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation results. A visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and were in good condition. Functional evaluation was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the balloon material. This failure is likely due to factors encountered during the procedure, such as the lesion characteristics, the manner in which the device was handled and manipulated, the technique used by the physician, and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.